Event description:
Plus orthopedics USA was informed in 2004 of a device explantation. No details have been given to plus orthopedics USA concerning the reason for explantation, the date of explantation, which of the 3 primary devices were explanted, the pt's current status, or the whereabouts of any explanted device(s). Only a pt name was provided. There is no info available to tell if previous revisions of the primary surgery have taken place or not. Notification occurred exclusively through an attorney, advising this office that a law suit has been filed for the explantation of plus orthopedics' product(s).